Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Initially, reloading the same cartridge did not resolve the issue, but after guidance from technical support, loading a new cartridge onto the pump resolved the problem. The caller was able to successfully load the cartridge and resume insulin delivery.